Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) was analyzed and found to have a broken distal pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The mcs instrument also had blade damage. One blade edge was indented, which prevents the blades from closing. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a wire was sticking out of the monopolar curved scissors (msc). The procedure was completed as plan with no reported injury.